Event description:
A patient was receiving a laparoscopic procedure for a hernia repair. While using the endo stitch device to suture inside the patient, the needle that was loaded into the device broke off into the patient's muscle. The physician stated that they would be unable to remove the needle from the patient. The packaging was not saved so the device numbers were taken from others on the shelf; so this is a best guess.